Event description:
The facility's biomedical engineering department reported an incident of a free flow. Angiomax (a blood thinner) was going to be delivered via a colleague infusion pump over one hour. The nurse attempted to load the IV set into the channel a and then b, but kept getting "select channel invalid" and "tube load invalid". The roller clamp was not closed on the IV set and the slide clamp ("blue clip") was not engaged in the pump, allowing the free flow. Reportedly, the IV tubing was not able to be loaded into the pump due to the channel failures. According to the biomed, medical intervention was required; however, no patient injury was reported.